Manufacturer narrative:
Changed from product problem to adverse event due to receipt of additional information indicating that metal shavings had to be removed from the patient's wound. This would be serious injury due to medical intervention. The cause for the thread damage is unknown but is likely due to the loading conditions applied during the implantation of these devices. Off axis loading may have resulted in the tulip's harder cocr thread edges digging into the lock screw's softer titanium alloy threads. No corrective actions are being recommended since product function indicates the devices were likely made to part specifications, and the cause is not known. Review of manufacturing history records found (B)(4) pieces of lot 9701ps were released for distribution on 7/8/2016 with no deviation or anomalies. Complaint history review found this to be the first report of this nature for this lot. Further review did not identify a trend for reports of this nature. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2017-00015-1 / 00016-1).

Event description:
During a procedure performed on (B)(6) 2017, upon attempt to assemble two reform lock screws (39-ls-0100) metal shavings were noted in the threads of the lock screw. Metal shavings were removed from the patient's wound and another lock screw readily available in the set was used to complete the procedure without issue. There was a delay of approximately 2 minutes as a result.

Manufacturer narrative:
Investigation in process but not yet complete. Upon completion, a follow up report will be submitted. This report is number 1 of 2 MDR's filed for the same event (reference 3005739886-2017-00015 / 00016). Evaluation in process, not yet complete.

Event description:
During a procedure performed on (B)(6) 2017, upon attempt to assemble two reform lock screws (39-ls-0100) metal shavings were noted in the threads of the lock screw. The lock screws were removed and replaced with other screws readily available in the set with no patient injury or delay to the procedure.